Event description:
It was reported to hamilton medical ag, that: over the past week, the staff has experiences "obstruction alarms" and low peep, low vt alarms on the breathing circuits with pn 260128 / ln 020926-7 (qty: 6) for the hamilton family-1 series ventilators. The staff assert that the breathing circuits with are passing the pre-op test. The provided event date is april 16, 2026. Patient involvement was reported as well as medical intervention (replacement of the breathing circuit on the patient). However, no patient, user or third party impact was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.